Event description:
On (B)(6) 2011, pt reported the button closes the cartridge compartment on the infusion device, the down button, did not work when he was attempting a bolus. Pt stated he held the down button for 10 - 12 seconds with no response from the infusion device. Pt reported the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.